Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for a routine in clinic device check at which time it was noted that the right atrial lead exhibited noise reversion episodes had been recorded since the last check a year previous. The patient would returned for scheduled follow up. The lead remained implanted.